Manufacturer narrative:
D4. Medical device lot #: unknown, d4. Medical device expiration date: unknown, h. 4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that the needle safety devices are falling off for item 368608.

Manufacturer narrative:
H.6. Investigation summary: material #: 368608. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that the needle safety devices are falling off for item 368608.